Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose was 130 mg/dl while the sensor glucose reading was 63 mg/dl. The customer stated that she wore the sensor on her abdomen and tried to calibrate four times a day. The customer was discussed the best times to calibrate.